Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 12 / 2.9.1 / ios 26.1.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was 507 mg/dl. Elevated bg was addressed by a manual insulin injection. Reportedly, the customer reverted to an alternate method of insulin therapy.